Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose and delivery issues. Customer's blood glucose was 410 mg/dl which was treated with insulin pump. During troubleshooting, it was found that time was eight to nine minutes behind. Customer was advised that tubing clamp would be sent in order to complete high pressure test.